Event description:
It was reported that the device had high lv pacing threshold. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high lv threshold could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were observed. The pacing output and pacing lead impedance was measured and was normal at all times. The cause of the field anomaly was undetermined.